Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 system. The incident occurred in (B)(6). Through follow-up communication livanova learned that all the reported issues occurred at the same time: (B)(6) 2023 at 11.37 pm. The serial read-out of the involved pumps (real time device parameters and setting recording file) was analyzed and confirmed that on the date of the event at that time multiple watchdog reset events were stored in the pumps microcontroller. A livanova field service representative was dispatched to the facility to investigate the device and could not reproduce the reported issues, testing the s5 system for about two (2) hours, interacting with all of the sensors, pumps and clamp. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that during procedure a s5 roller pump gave an motor control failure error message, e-clamp did not work, another s5 roller pump gave a short-term internal malfunction (remaining operational) and an arterial clamp had a centrifugal pump 5 (cp5) timeout. There was no patient injury.

Manufacturer narrative:
According to the complaints database review no other similar issue have been submitted for this s5 console since its installation in 2013. Since no device malfunction could be reproduced during the tests, a hardware failure of the console can be excluded. The most likely root cause of the reported event was traced back to external interference from high frequency devices. It is strongly recommended to check the operating theatre and the ambient of the operating theatre for emissions of high frequency emitting devices and to always have connected the potential equalization cable to earth (see IFU, chapter 2.2.6). Livanova equipment meets all the requirements of the relevant standard for the electromagnetic disturbances. Therefore, we can exclude that livanova devices are responsible for the issues occurring in the field. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.